Manufacturer narrative:
This report is submitted on december 19, 2022.

Event description:
Per the clinic, the magnet was removed on (B)(6) 2017. Reason for the removal was unknown. The implant remained in-situ.

Event description:
Per the clinic, the patient experienced pain and skin irritation at magnet site. Subsequently, the patient underwent revision surgery on (B)(6) 2017, in order to convert the patient to a percutaneous baha implant system. During the procedure, the patient was placed under general anesthesia, the internal magnet was removed, and an abutment was placed on the internal fixture. The patient was also treated with oral antibiotics (specific date and duration not reported) and steroid (specific date and duration not reported).